Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-02684. It was reported that upon interrogating the device alerts for possible hv circuit damage were detected on (B)(6) 2019, and possible hv lead issue was observed. Episodes with alert conditions, hv lead impedance less than lower limit and possible hv circuit damage detections with aborted shocks were noted. On (B)(6) 2019, analysis of session records showed ocd and sosd. Awaiting plan of action regarding patient effected, patient was admitted to hospital on telemetry floor being monitored. On (B)(6) 2019 the device was explanted, and the lead was capped. Lead fracture was also noted on the lead.

Event description:
New information notes that there were no adverse events during or after the procedure.